Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers orscroll bar moving with no input noted. Unable to test for motor erroralarms due to no button response. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was performed. The device was returned for analysis.